Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without the physical evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
At 11:30 on (B)(6) 2020, the patient underwent percutaneous gallbladder catheterization under general anesthesia, and was discharged on (B)(6) 2020. The drainage catheter was unobstructed during the hospitalization. On (B)(6), the gallbladder puncture catheter was rupture during activities at home, the patient went to hospital. The doctor took out the broken catheter by forceps. The hospital has reported the case as an ae on (B)(6).